Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2016 with the following findings: during investigation, a visual inspection of the pump showed multiple cracks in the battery compartment unrelated to the complaint, investigation also revealed the following: the cartridge compartment was observed to be cracked. The battery cap threads were stripped and the cap was not able to secure properly to the pump. A test battery cap was used for all testing. The keypad was found to be missing from the pump; all keypads buttons were unresponsive during testing; all of the keypad contacts were missing from the pump. The pump was opened and the keypad flex was torn and moisture was observed on the flex. Also unrelated to the original complaint, the display was dim with discolored text. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.